Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Moisture stains were found inside the video connector, causing an intermittent image.

Event description:
A user facility reported to olympus that the image was lost after a few seconds after connecting the scope. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Event description:
The event occurred before the procedure with no other devices involved. There was no delay, however, the procedure was not completed. There was no patient injury associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was the presence of moisture due to user handling. As stated in the instructions for use, as a preventive measure, "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction."